Event description:
Report received from (B)(6) stating that the cutter could not be inserted into the device. The device was being used during surgery. It was reported that there was no pt/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional information should become available, a supplemental report will be sent. Ref # (B)(4).